Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation/ migration') in a (B)(6) year-old female patient who had essure (batch no. C91762) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device defective "product's defect, device defective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria hospitalization and intervention required), pelvic pain ("chronic pain"), hypersensitivity ("allergic and/or immune-type reactions"), genital haemorrhage ("excessive bleeding"), menstrual disorder ("changes in menstrual bleeding"), cyst ("cyst surgery and drainage"), migraine ("migraines"), inflammation ("chronic inflammation"), immune system disorder ("damaged immune system"), fatigue ("fatigue"), scar ("scarring"), mental disorder ("psychological injuries"), sleep disorder ("sleep disruption") and cognitive disorder ("cognitive deficits"). The patient was treated with analgesics, antibiotics and surgery (revision surgeries dated (B)(6) 2015 and (B)(6) 2016 and surgery and drainage). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, pelvic pain, hypersensitivity, genital haemorrhage, menstrual disorder, cyst, migraine, inflammation, immune system disorder, fatigue, scar, mental disorder, sleep disorder and cognitive disorder outcome was unknown. The reporter considered cognitive disorder, cyst, fatigue, genital haemorrhage, hypersensitivity, immune system disorder, inflammation, menstrual disorder, mental disorder, migraine, pelvic pain, perforation, scar and sleep disorder to be related to essure. The reporter commented: the patient required revision surgeries dated (B)(6) 2015 and (B)(6) 2016 to repair and remove damage caused by the essure device. She has been treated with a course of hospitalization, diagnostic imaging, revision surgery, serum testing, antibiotics, analgesics, and rest, and she will require further invasive repair surgery, physiotherapy, rehabilitation, and will continue to require other medical care in the foreseeable future, the particulars of which are unknown to her at this time. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: no results provided. Imaging procedure - on an unknown date: no results provided. Most recent follow-up information incorporated above includes: on 15-feb-2022: legal claim was received: plaintiff address, initials added. Essure lot number, indication, date of insertion added. Previously unspecified side effects were specified (migraines, excessive bleeding, chronic pain, chronic inflammation, damaged immune system, scarring, changes in menstrual bleeding, perforation, migration of device and allergic and/or immune-type reactions, psychological injuries, sleep disruption, cognitive deficits, fatigue). Plaintiff required revision surgeries dated (B)(6) 2015 and (B)(6) 2016 to repair and remove damage caused by the essure device we received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation/ migration') in a 31-year-old female patient who had essure (batch no. C91762) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device defective "product's defect, device defective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria hospitalization and intervention required), pelvic pain ("chronic pain"), hypersensitivity ("allergic and/or immune-type reactions"), genital haemorrhage ("excessive bleeding"), menstrual disorder ("changes in menstrual bleeding"), migraine ("migraines"), inflammation ("chronic inflammation"), immune system disorder ("damaged immune system"), fatigue ("fatigue"), scar ("scarring"), mental disorder ("psychological injuries"), middle insomnia ("sleep disruption") and cognitive disorder ("cognitive deficits") and underwent cyst drainage ("cyst surgery and drainage"). The patient was treated with analgesics, antibiotics and surgery (revision surgeries dated (B)(6) 2015 and (B)(6) 2016 and surgery and drainage). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, pelvic pain, hypersensitivity, genital haemorrhage, menstrual disorder, cyst drainage, migraine, inflammation, immune system disorder, fatigue, scar, mental disorder, middle insomnia and cognitive disorder outcome was unknown. The reporter considered cognitive disorder, cyst drainage, fatigue, genital haemorrhage, hypersensitivity, immune system disorder, inflammation, menstrual disorder, mental disorder, middle insomnia, migraine, pelvic pain, perforation and scar to be related to essure. The reporter commented: the patient required revision surgeries dated (B)(6) 2015 and (B)(6) 2016 to repair and remove damage caused by the essure device. She has been treated with a course of hospitalization, diagnostic imaging, revision surgery, serum testing, antibiotics, analgesics, and rest, and she will require further invasive repair surgery, physiotherapy, rehabilitation, and will continue to require other medical care in the foreseeable future, the particulars of which are unknown to her at this time. Essure lot number was received with follow up on (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: no results provided. Imaging procedure - on an unknown date: no results provided. Lot number:c91762 manufacture date:2014-07 expiration date: 2017-07. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 16-mar-2022: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation/ migration') in a 31-year-old female patient who had essure (batch no. C91762) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device defective "product's defect, device defective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria hospitalization and intervention required), pelvic pain ("chronic pain"), hypersensitivity ("allergic and/or immune-type reactions"), genital haemorrhage ("excessive bleeding"), menstrual disorder ("changes in menstrual bleeding"), migraine ("migraines"), inflammation ("chronic inflammation"), immune system disorder ("damaged immune system"), fatigue ("fatigue"), scar ("scarring"), mental disorder ("psychological injuries"), middle insomnia ("sleep disruption") and cognitive disorder ("cognitive deficits") and underwent cyst drainage ("cyst surgery and drainage"). The patient was treated with analgesics, antibiotics and surgery (revision surgeries dated (B)(6) 2015 and (B)(6) 2016 and surgery and drainage). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, pelvic pain, hypersensitivity, genital haemorrhage, menstrual disorder, cyst drainage, migraine, inflammation, immune system disorder, fatigue, scar, mental disorder, middle insomnia and cognitive disorder outcome was unknown. The reporter considered cognitive disorder, cyst drainage, fatigue, genital haemorrhage, hypersensitivity, immune system disorder, inflammation, menstrual disorder, mental disorder, middle insomnia, migraine, pelvic pain, perforation and scar to be related to essure. The reporter commented: the patient required revision surgeries dated (B)(6) 2015 and (B)(6) 2016 to repair and remove damage caused by the essure device. She has been treated with a course of hospitalization, diagnostic imaging, revision surgery, serum testing, antibiotics, analgesics, and rest, and she will require further invasive repair surgery, physiotherapy, rehabilitation, and will continue to require other medical care in the foreseeable future, the particulars of which are unknown to her at this time. Essure lot number was received with follow up on (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: no results provided. Imaging procedure - on an unknown date: no results provided. Amendment: the report was amended for the following reason: upon internal review it was detected that previous follow up was received on (B)(6) 2021 (not on (B)(6) 2022). No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.